Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician went to pull the sheath back into the iliac over the wire, and the sheath broke. The reporter stated that the patient had a lot of scar tissue, which could have caused the tension. The sheath was able to be removed successfully and the procedure was completed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.